Event description:
The advocate called on behalf of a canadian customer. She alleged the customer's contour link meter read low compared to the hospitals glucose readings. The contour link meter read 12.2 mmol/l. When the customer went to the hospital, her blood glucose was tested at 25.6 and 27.4 mmol/l. The customer was treated with insulin and hospitalized for 2 days. The customer was also sent home with an insulin pump. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.